Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump was noted to have moisture visible behind the display screen. The reporter indicated that there was no noted damage to the pump related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/13/2015 with the following findings: the battery compartment was observed to be cracked at the threads and case seal; these device failures indirectly contributed to the reported issue. The pump failed a leak test due to a battery compartment leak; this device failure directly caused the reported issue. Evidence of moisture ingress was observed behind the display lens. The pump case was removed, and further evidence of moisture ingress was found on the printed circuit board. The reported issue was duplicated. Furthermore, the display screen was found to be distorted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.